Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) failed incoming testing. The main printed circuit board (pcb) was out of specification. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: super caps are not placed on the main board. The super cap board from device was not provided. Testing on the automated test console after replacing the main board passed all tests. Assembled the main board into a golden unit. Powered on to the desktop with no issues. Ejected the batteries and allowed the device to remain powered by the super caps. Device remained powered for 3 minutes and 25 seconds. Ran device on the automated test console. Passed all tests. Conclusion: could not confirm customer complaint. No defect found. If information is provided in the future, a supplemental report will be issued.